Event description:
Additional information received indicated during an in clinic follow-up, high capture threshold due to a lead dislodgement was observed on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event a loss of capture was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a dislodgement and an inadequate capture threshold were observed on the right atrial (ra) lead. The lead was explanted to resolve the event. The patient was in stable condition.